Manufacturer narrative:
A visual examination of the returned device found that the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to with the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed and the distal tip articulated without issue. A spybite device was passed through the working channel without issue. The distal end of the catheter was removed to examine the working channel and the distal cap was removed. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was then cut open to expose the working channel sleeve and the catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the last part of the proximal end of the working channel sleeve appeared to be attached to the pebax. The working channel sleeve did not fall out and was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white areas on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of the working channel sleeve protrusion. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the complaint conclusion investigation code for the working channel protrusion is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed the working channel sleeve of the spyscope ds protruded. Reportedly, the working channel sleeve of the spyscope ds that protruded remain intact. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.